Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. A review of the instrument log for the permanent cautery hook (batch/lot: 470183-14, batch/lot-sequence: n10190311-0097) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2019 on system (B)(4) with 3 lives remaining. As of 4/6/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire insulation damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire insulation of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on the permanent cautery hook instrument was exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed that the wire of the permanent cautery hook instrument was exposed. There was no additional information provided on the event.